Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion issue of ferric carboxymaltose injection 300ml vtbi, set at rate 514ml/hr. Nurse states it should have taken 30 minutes to infuse but took one hour. The event happened in the out-patient infusion centers. There was no known patient injury or medical intervention associated with this event. No additional information is available.